Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of triage cardiac lot t16195rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.

Event description:
Customer reported discrepant high triage tni results as well as conflicting results compared to roche cobas hs-tnt over 1 patient. Lot# t16195, sn: (B)(6). Patient information: male. No EKG changes that would concern the physician, but he ran a troponin as part of the workup due to specific symptoms. The patient is also not on any biological drugs and has not been diagnosed with any autoimmune diseases. Sx: low back pain radiating up. Dx: patient was transported to a larger hospital for right sciatica pain and internal hernia. Customer stated the patient in question was not taking any medications. The patient was not treated based on triage tni result. Sample information: triage: wb-edta collected via venipuncture collected around 12:00 pm on (B)(6) 2026, re-draw at 13:00. Roche: around 12:45 pm, sample was collected in li heparin tube, span down, and heparin-plasma was sent to a nearby hospital for testing on roche hs-tnt. At this point, in addition to triage tni to roche hs-tnt discrepancy, customer was seeing lot-to-lot discrepancy as well as original vs redraw discrepancy.